Manufacturer narrative:
On an unreported date in (B)(6) 2017 and (B)(6) 2017 the patient experienced peritonitis which was recurring. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced two recurring peritoneal inflammation. The exact site was not reported. The cause was reported as an unspecified bacterial infection. On an unreported date, the patient was hospitalized for the event. Pd therapy was ongoing during the hospitalization. On an unreported date, the patient began treatment with an unspecified drug for approximately two or three months whereby the event was ongoing. At the time of this report, the patient was not recovered from the event. No additional information is available.